Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen went black. No harm or injury was reported. After troubleshooting the issue, it was found that the power brick that powers the elo screen went bad.

Event description:
The customer reported that their central nurse's station (cns) screen went black. No harm or injury was reported. After troubleshooting the issue, it was found that the power brick that powers the elo screen went bad.